Event description:
The user is stating the device did not recognize a shockable rhythm during a patient use event. The patient did not survive.

Manufacturer narrative:
Upon receipt of the device, it was found that the speaker diaphragm was deteriorated. This did not impact the patient use event.